Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unknown time in (B)(6) 2011. The patient claimed she manages her diabetes with insulin. The patient denied taking any action regarding her diabetes management as a result of the alleged issue. The patient claimed she was shaking approximately 3 days after the alleged issue began. In spite of her symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user to the meter, there was no misused of the meter, and the meter required no battery replacement. The cca educated the patient on the meter's behavior and auto-shutoff; however the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.